Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102-charge profile fault) was confirmed. As received, the monitor displayed service code 102 and failed incoming functionality testing. The cause for the failure was isolated to contamination on pca connectors j1002 and j1003. Oxidation build-up on the connectors increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was displaying service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102-charge profile fault) was confirmed. As received, the monitor displayed service code 102 and failed incoming functionality testing. The cause for the failure was isolated to contamination on pca connectors j1002 and j1003. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying service code 102 (charge profile fault).